Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the (B)(6) which developed after the mitraclip procedure. On (B)(6) 2018, the patient showed infection signs (redness, swelling and warmth at the blood access) and increased white blood cell count. It is suspected that the patient had a dialysis catheter infection. On (B)(6) 2018, the mitraclip procedure was performed to treat functional mitral regurgitation (mr), with an mr grade of 4. Two clips (71030u114 and 71030u113) were implanted without issue, reducing mr to 1. On (B)(6) 2018, the patient had a fever. (B)(6) was detected. The dialysis catheter that was suspected of causing the infection was removed. Hospitalization was prolonged. Vacuum assisted closure therapy and infusion of vancomycin hydrochloride (vcm) were performed. Medication was administered for fourteen days. And the patient was cured. A culture was performed on the dialysis catheter. (B)(6) was identified by chafing culture inspection at blood access of left subclavian and blood culture inspection. The physician suspects the cause of (B)(6) is from blood access for dialysis on the subclavian vein; however, this could not be confirmed as the fever developed after the mitraclip procedure. No additional information was performed.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on this information, the reported adverse event of infection appears to be due to the dialysis catheter as culture results identified (B)(6) bacteria at the blood access site. A conclusive cause for the reported fever could not be determined in this incident. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.